Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was not returned, a serial number could not be confirmed resulting in the lack of confirmation of a device manufacturing date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera control unit was giving an e117, indicating a camera control unit malfunction. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.